Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the right electrode. The patient was using neosporin on the irritation. The patient's nurse placed padding over the irritation and the irritation healed.